Event description:
It was reported that during an unknown procedure, the handpiece was not working. There were no details provided and no patient consequence reported. There was no patient information available.

Manufacturer narrative:
(B)(4). The hand piece was received with the mount loose, the nose cone cracked, and with the coating material of the housing flaking off. The handpiece was connected to a generator, evaluated with a test instrument and no functional issues were found. The instrument was disassembled to inspect internal components and a torn acoustic isolator and evidence of moisture ingress were found. The hand piece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If steam enters the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. The coating material flaking off does not contribute to having an issue with the device functionality. It is probable that the loose mount and moisture ingress affected hand piece functionality.